Manufacturer narrative:
Expiration date added product available to stryker updated returned to manufacturer on updated device evaluated by mfg updated summary attached updated manufacturing date added the device history record review confirms that there is no indication that the device, labeling or packaging failed to meet its specifications when released. Device was returned for analysis, the subject balloon catheter was returned. There was no packaging returned with the device. During visual inspection, the returned subject balloon catheter was noted to be damaged (winkled) along its entire length. During functional testing, an attempt was made to inflate the balloon, it inflated slowly and deflated very slowly. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the device prior to use, the device was prepared as per the dfu, a peel away sheath was used to advance the balloon catheter into the introducer sheath, continuous flush was maintained, and the device successfully inflated during preparation with no leakage noted. The device was returned for analysis and the balloon catheter shaft was found to be damaged (wrinkled) along its entire length. This damage likely occurred during use in the patient. Due to the shaft damage, balloon inflation and deflation was slow during functional testing. Therefore, the reported event was confirmed. As slow deflation was also reported during preparation, it is possible that the shaft may have also been damaged prior to use on the patient. An assignable cause of procedural factors will be assigned to the as reported and as analyzed events balloon difficult/unable to deflate during preparation, the as reported balloon difficult/unable to deflate during use, as well as the as analyzed balloon catheter damaged and balloon difficult to inflate since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that the subject balloon catheter was noted to have a slow deflation during preparation of device. Physician continued used for procedure and experienced slow deflation within patient. The physician replaced subject device with a different device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the subject balloon catheter was noted to have a slow deflation during preparation of device. Physician continued used for procedure and experienced slow deflation within patient. The physician replaced subject device with a different device and continued the procedure without clinical consequences to the patient.